Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6), (B)(6), and (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity c carbon dioxide (co2)results when compared to blood gas testing. The customer reported co2 results were lower than the blood gas results. The following data was provided (customer¿s normal range is 22-26 mmol/l): (B)(6) initial result was 17, repeat on blood gas analyzer was 24 mmol/l (B)(6) initial result was 18, repeat on blood gas analyzer was 24.5 mmol/l (B)(6) initial result was 18, repeat on blood gas analyzer was 22.5 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased patient results when using alinity c carbon dioxide, lot number 63528uq02, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed, as returns were not available. Trending review determined no related trends for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 63528uq02 did not identify any non-conformances or deviations with the likely cause lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity c carbon dioxide, lot number 63528uq02, was identified.

Event description:
The customer observed falsely decreased alinity c carbon dioxide (co2)results when compared to blood gas testing. The customer reported co2 results were lower than the blood gas results. The following data was provided (customer¿s normal range is 22-26 mmol/l): sample ID (B)(6) initial result was 17, repeat on blood gas analyzer was 24 mmol/l sample ID (B)(6) initial result was 18, repeat on blood gas analyzer was 24.5 mmol/l sample ID (B)(6) initial result was 18, repeat on blood gas analyzer was 22.5 mmol/l. There was no impact to patient management reported.